Event description:
Boston scientific received information that during a post-implant check, this right ventricular (rv) lead was found to have a higher than expected pacing impedance measurement. At implant, it was 1100 ohms, and it had increased to 1700 ohms. The patient is dependent on pacing therapy, and the physician decided to review the patient in (B)(6) month(s). No adverse patient effects were reported.

Manufacturer narrative:
A request for additional information has been made. This investigation will be updated should further information become available.

Manufacturer narrative:
Subsequently, the lead was taken out of service due to the continued high threshold observation. To date, no further information has been received. Should the product be returned at a later date, this event will be reopened and updated accordingly.

Manufacturer narrative:
Additional information was received that a one-month check was performed, and impedance had returned to being within normal range. However, it was noted that there was a rise in threshold measurements. There was no associated affect on therapy delivery. The physician is considering replacing the lead. No adverse patient effects were reported.